Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) in save to disk on (B)(6) 2012, device was less than or equal to 2.62 volt. The weekly battery voltage trend data shows battery of 2.64 to 2.62 volts between (B)(6) 2012. There was a patient alert for low battery voltage on (B)(6) 2012.

Event description:
It was reported that the patient had an alert for elective replacement indicator (eri). It was suspected that the device had depleted early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had an alert for elective replacement indicator (eri). It was suspected that the device had depleted early. The device was removed and replaced. No patient complications have been reported as a result of this event.